Event description:
In 2007, the lay user/patient contacted lifescan alleging that a one touch ultra meter was continously giving an "error 2" message. The patient tests her blood glucose 2-3 times a day. She takes metformin (500mg tablet), 1 pill in the morning and 1 at night. Her normal blood glucose readings are typically between 109-116 mg/dl. The patient stated that, the "error 2" message started about a week prior to calling lifescan on the same day. From that time on, the patient stopped testing on the meter because the "error 2" message kept on appearing. During the time of concern, the patient continued to take her "metformin" medication as prescribed. Two days earlier, the patient reportedly developed symptoms of vomiting, a stomachache, shakiness, and blurry vision. The patient stated, that she gets these symptoms when her blood glucose is less than 80 mg/dl. The patient treated herself by drinking orange juice, which relieved her symptoms. No further clinical information was provided. The reported meter displayed the "error 2" message, when the power button was pressed, and when a test strip was inserted into the meter. The "error 2" issue was not resolved. She did not have control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test her blood glucose for about a week and became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.